Manufacturer narrative:
Correction of manufacturing site in section d3.

Event description:
Received report of catheter breakage. Report from abbott international affiliate, abbott australasia, stating "catheter fragmented on insertion and had to be removed surgically. The catheter was past expiration date by about two years."